Manufacturer narrative:
Additional info: b5: no lens was implanted and the patient's preoperative state was restored. H6: work order search: no similar complaint was reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
PMA/510k: this product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo 13.2, -9.50 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to excessive vault. This did not resolved the problem. Cause of the event is reported as unknown. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.